Event description:
Following the advisory for premature battery depletion with an implantable cardioverter defibrillator, a premature eri alert was observed due to premature battery depletion. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within the expected longevity performance. The cause of the field event was undetermined.